Manufacturer narrative:
A ge service rep performed an on site investigation. The video camera power supply was replaced during the service call.

Event description:
The customer reported that the 9800 system shows only half the image and the images were dark. No pt injury was reported.